Event description:
The customer reported that there was a precharge voltage error. This error will likely prevent the system from booting. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The batteries were replaced and a filament calibration was performed. The system was then found to be operating as intended.